Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the implantable neurostimulator (ins) was overdischarged, they cleared it, and the patient was able to turn the ins back on. They charged 2-3 hours last night. It is at 50% now and therapy is on and working. The communication issues and overdischarge were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing "reposition antenna" screen while recharging. They said the programmer would not turn on but with fresh batteries, the issue was resolved. The patient called back and said both the recharger and the programmer will not connect to the ins. They tried charging on the phone and the coupling bars dropped from 6 to 0. It was indicated the patient was not getting therapy. Additional information was received stating the patient was waiting to have their ins checked and the rep noticed that "his (pt) arm is just hanging." They said it sounds like a physician recharge mode (prm) is needed. It was reviewed that the rep would need to see patient eventually to clear power on reset (por) message after ins is brought out of overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), programmer, patient, product ID 37651, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing "reposition antenna" screen while recharging. They said the programmer would not turn on but with fresh batteries, the issue was resolved. The patient called back and said both the recharger and the programmer will not connect to the ins. No symptoms were reported. Additional information was received stating the patient was waiting to have their ins checked and the rep noticed that "his (pt) arm is just hanging." They said it sounds like a physician recharge mode (prm) is needed. It was reviewed that the rep would need to see patient eventually to clear power on reset (por) message after ins is brought out of overdischarge.